Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one plastic powerport isp m.r.I. Implantable port with 8 fr s/l power groshong catheter was returned for evaluation. Visual, microscopic, tactual, and functional evaluations were performed. The investigation is confirmed for catheter break, with catheter wear, kinking, and material separation. A 10.1 cm length of interim catheter tubing was found inlaid under the cath-lock on the port stem and there was a detached 12.7 cm length of distal catheter tubing. There was also a partial circumferential non-penetrative split immediately distal to the cath-lock, two partial circumferential splits in the tubing (an I-crack between 21/22 & an inclined split between 13/14) cm depth. Further examination showed the common complete circumferential break ends of the tubing between the 12/13 cm depth markings to match up and to exhibit a flattened elliptical profile. Rounding of edge(s) was noted at each of the full-thickness splits. On the full break, one half of each break surface was rounded/polished and the other was rough. Three photos returned for evaluation also show a truncated catheter attached to a port, with 2 splits apparently consistent with physical sample evaluation findings. An image review performed on 2 radiographs returned for evaluation. Findings included that one end of the catheter tubing looked like the end that goes to the port hub connector, and the other end looked like it was the valve end, and that the catheter tubing¿s location was uncertain; it was overlying the heart to the left side. The splitting found on the catheter, with attendant creasing and rounding are typical of flexural fatigue, which arises from the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (B)(4). (Expiration date: 08/2018).

Event description:
It was reported that approximately two years post port device implant for adjuvant therapy, during sterile water flush, the patient allegedly experienced neck pain. It was further reported that the port body and the catheter were removed and upon removal, cracks in the catheter with missing distal catheter segment were allegedly identified. Reportedly, x-ray imaging was performed which demonstrated migration of the distal catheter segment to the heart. Additionally, another procedure was required to remove the distal catheter segment via the femoral route. The patient was reported as stable.